Event description:
A caller reported an issue with their continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the cgm error did not reoccur, leading to the successful start of their sensor session.